Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual inspection was performed on the returned device. The shaft separation and bend were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: at any time during use of the xience alpine rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.5x15mm xience alpine rx stent delivery system (sds) a kink was noted in the proximal shaft; however, the physician was not concerned and preparation continued. While pulling negative pressure the hub separated from the catheter shaft. Ultimately a xience alpine was used to treat the lesion. The device was not used and there was no patient involvement. No additional information was provided.